Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 34 mg/dl at the time of the incident. The customer stated that she had too much excitement and did not eat enough prior to the event. The customer stated that they treated her high blood glucose with glucagon shots and peanut butter. The customer also reported that she experienced dizzy, foggy vision and she felt like she was going to pass out as symptoms of high blood glucose. The time of the hospitalization was 3am and the date of the hospitalization was (B)(6). The customer stated that the insulin pump had cracks on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and debris under the display.